Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up arrow, down arrow, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: testing confirmed intermittent responses to button presses on the keypad buttons. Multiple button presses were required before the keypad buttons responded. The keypad was damaged. Contamination was present under the contacts of all buttons. The bolus button cover and plug were partially detached from the pump, exposing the internal contact. Contamination was found inside the bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.